Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a shock impedance of greater than 80 ohms on daily measurements. Pacing thresholds have increased from 1.4 v to 2.8 v at 0.5 ms in the last year. The patient was put on sotalol (a beta blocker) during that time period. Sensing and pacing impedances have remained stable. The shock lead integrity test on previous follow-ups has been 70 ohms. The last shock delivered was at implant and the shock impedance at that time was 51 ohms for a 17 j shock. This past month (september) has seen shock impedances range from 57 - 62 ohms. The patient has received multiple anti-tachycardia pacing (atp) therapies for ventricular tachycardia (vt) and they have been successfully treated. The patient has not received a shock since implant. No adverse patient effects were reported.